Event description:
Information was received indicating that a smiths medical trach was having issues recently. After massaging the cuff, the cuff was not inflating properly. When the water is in the pilot balloon it appears to be full and the cuff initially inflates parts way but when the syringe is removed it deflates but the pilot stays inflated. The trach in the patient deflated. There were no reported adverse events.

Event description:
Investigation completed and summarized in h10.

Manufacturer narrative:
Other text: investigation completed on a smiths intubation/portex endotracheal tubes. Sample inspected at 12? To 16? And normal conditions of illumination with no discrepancies noted. During functional testing results: when we inflated the unit with air, the cuff only inflated one side. According to the IFU (10018853-001 rev.100 - IFU - pedi/neo tts (pnt)) we manipulated the pilot balloon and the cuff inflated but only one side, we manipulated the cuff and the whole cuff inflated. The cuff was then inflated four times with air and no discrepancies were noted. The quality review was attached and revealed no discrepancies prior to release, as this preformed 100% no fault found and no corrective actions were taken.